Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during deployment of the final 23mm sapien 3 ultra valve, the commander delivery system balloon burst. There was difficulty getting coaxial. The first valve was deployed too low. The second valve was placed higher, but again, not coaxial. The second valve ended up in same position as the first valve. The team was unable to move the valve once deployment began. A third valve was needed and deployed at the proper height.  During deployment of the third valve, the commander ds balloon ruptured.  The case was completed and patient was stable.  The patient was discharged 2 days post procedure. The patient had tortuosity of the iliac artery and aorta.  Additionally, the patient¿s sinotubular junction (stj) had circumferential calcium with a diameter of 21mm. Per the opinion of the team it was agreed that this was not only why the ds balloon ruptured, but why the first and second valves were forced ventricular as the balloon met the unforgiving stj.

Manufacturer narrative:
Additional information indicated that video was provided and evaluated. The delivery system was removed without surgical intervention, and there was no injury to the patient. After the first valve was deployed, ¿final position was too low and leaking¿, there was pvl leak. The leak was resolved after the second valve placement. The device was not returned for evaluation as it was discarded by the site. Video was provided by the complaint site in which calcification in the aortic annulus was noted. The balloon burst was confirmed. A lot history review of the related work order was performed and revealed no other complaints relating to balloon bursts. Device history record (DHR) review was performed for the components that are the most relevant to the complaint event. The review of the work orders above did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of complaint history from june 2019 to may 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for related complaint codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the root causes were related to that detailed in technical summary written by edwards lifesciences. The technical summary found that patient factors (i.e. Annular, stj, or leaflet calcification), can present a challenging anatomy for balloon inflation and can compromise the structure of the balloon wall even at low inflation pressures. Additional complaints were confirmed. No manufacturing non-conformances were identified. Available information suggests that patient and/or procedural factors may have contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified and the respective trend category does not exceed control limits, no corrective or preventive action is required at this time. The review of complaint data found that the complaint rate did not exceed the may 2020 control limit for the related trend category. During the manufacturing process, multiple 100% visual inspections and tests are performed. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint the IFU for commander delivery system with s3u, device preparation manual, and device training manual were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage. No IFU/training deficiencies were identified. The complaint was confirmed based on video provided by complaint site. Due to the unavailability of the physical device the presence of a manufacturing nonconformance was unable to be identified. A review of DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Per the complaint event description, ¿the patient¿s sinotubular junction (stj) had circumferential calcium with a diameter of 21mm.¿ imagery also showed calcification in the annulus. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, a definite root cause is unable to be determined. It is possible that patient factors (calcification) may have contributed the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint control limits, a product risk assessment escalation is not required. Due to the unavailability of the physical device the presence of a manufacturing nonconformance was unable to be identified. The complaint occurrence rate did not exceed the may 2020 control limit for the applicable trend category. Since no edwards defect or IFU/training inadequacies was identified in the evaluation, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.